Event description:
A malfunction was reported because the usb port on the pump was broken, preventing connection despite attempts with several different cables. There was no adverse impact to the customer¿s blood glucose level. The device was planned for return, and a replacement pump with serial number 1503523 was issued.